Event description:
This ra lead was implanted on (B)(6) 2006. And was capped on (B)(6) 2013, due to unknown issue. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).